Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a - lens was removed/replaced during the same procedure. Section d6b: explant date: n/a - lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of a preloaded intraocular lens (iol) the surgeon observed the iol to be split in half. The iol was removed and replaced with a backup device without further issue. There was no patient injury reported. No further information was provided.